Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion certified service technician was able to confirm the reported issues. During testing, model lap top ventilator 1000 would intermittently auto cycle. Further testing revealed the solenoid manifold was causing the unit to auto cycle. The service technician replaced the solenoid manifold and the issue was resolved.

Event description:
The customer reported model lap top ventilator 1000 airway pressure continued to increase while on a test lung. The pressure would build up in the circuit and not decrease with exhalation. It continued to rise into the high 70's. The customer stated he removed the test lung so it would not pop. Also the respiratory rate was not following the set rate. When set at 16 it was auto triggering at over 50 breaths per minute. All of these errors were occurring over very standardized volume controlled settings.